Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch will be submitted upon completion of this activity.

Event description:
A user facility reported a burning smell from the machine after a periodic maintenance procedure was performed; no smoke/flame/sparking was reported. There was no patient connected to the machine at the time of the incident as the unit was undergoing a pm at the time of the event. A fresenius regional equipment specialist (res) performed an on-site evaluation of the machine. The res identified an exposed wire on the bicarb pump which came into contact with the hydraulic chassis, and ultimately caused the actuator board to short out. The bicarb pump and actuator board were replaced to resolve the issue. Additionally, the mother board and power supply, which were replaced prior to the exposed wire being observed, were left installed as a preventive measure. Functional testing performed by the res confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008k hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res identified an exposed wire on the bicarb pump which came into contact with the hydraulic chassis, and ultimately caused the actuator board to short out. The bicarb pump and actuator board were replaced to resolve the issue. Additionally, the motherboard and power supply, which were replaced prior to the exposed wire being observed, were left installed as a preventive measure. Functional testing performed by the res confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. The res identified an exposed wire which caused the actuator board to short out. Therefore, the complaint has been deemed confirmed.